Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridges were filled with 300 units of insulin. There was no impact to the customer's blood glucose level. The customer reloaded the cartridge and received an accurate fill estimate.